Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2026 data extract for mitral serious injury events for the sapien 3 ultra valve. This report summarizes 111 aortic stroke - ischemic serious injury event(s) for the sapien 3 ultra transcatheter heart valve. The age range for these event(s) is 58 - 95 years. The breakdown for gender is as follows: 58 female(s) and 53 male(s).

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 111 stroke - ischemic serious injury event(s) for the sapien 3 ultra in the aortic position. The time to event (tte, in day(s)) for this event is 5.05 day(s). The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with invasive cardiac procedure including transcatheter heart valve procedures and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing transcatheter valve replacement procedure. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during transcatheter valve replacement procedure are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during transcatheter valve replacement procedure demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between transcatheter valve replacement procedure and avr patients. After transcatheter valve replacement procedure, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but transcatheter valve replacement procedure patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device however, the event may be related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.